Event description:
Physician was performing a diagnostic laparoscopy and attempted to biopsy when biopsy forceps broke. Three small metal pieces were in the abdominal cavity. It became necessary to surgically open the abdomen to retrieve the pieces.